Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was shut off. The customer's blood glucose value was 22 mmol/l. The customer treated high blood glucose with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer called to stated that they could get sensor to connect to insulin pump over 3 sensors, customer has already deleted transmitter form insulin pump but not could not able to reconnect it. Customer did have replace battery alarms while sleeping that caused the pump to shut down. The customer did have replace battery alarms while sleeping that caused the insulin pump to shut down. The insulin pump will not be returned for analysis.